Event description:
The customer observed a false positive architect stat troponin-I assay result for one patient. On (B)(6) 2012, a blood sample was taken from one patient at 4:00pm, and generated an architect stat troponin-I assay result of 0.985 ng/ml. The patient was admitted to the intensive care unit, where at 9:30 pm on the same day, a new blood sample was drawn. This second sample generated an architect stat troponin-I assay result of 0.008 ng/ml (negative). This sample was then tested for cpk, ckmb, and troponin-t with negative results. The following day, the initial sample was retested with the architect stat troponin-I assay and generated a result of 0.00 ng/ml. Both samples were then retested, generating results of 0.00 and 0.002 ng/ml respectively. There is no other impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A study was completed to evaluate assay performance. An internal troponin-I panel was tested with reagent lot 45388un12. All of the materials utilized in testing were from in-house maintained reagents. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel results were within specifications, which demonstrates that the assay can accurately detect known concentrations of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer's current issue. The results of this current evaluation demonstrate that the architect stat troponin-I assay, lot 45388un12, is performing acceptably. The issue is a sample specific one. A product malfunction was not identified.